Manufacturer narrative:
An event regarding pain involving an a trident shell was reported. The operative notes indicated a possible pseudotumour (altr). A medical review could not confirm altr on review of the records, loosening of the shell was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: a medical review was performed and concluded "there is no examination of the explanted components, no x-rays between the period of (B)(6) 2011 and (B)(6) 2014, no surgical pathology report confirming a diagnosis of pseudotumour, and no description of metallosis or clarification of "quite a bit of fretting noted at the head/neck junction" as being more than what was expected after seven years of a modular head/neck junction in situ. A gross surgical pathology report of tissue from (B)(6) 2014 surgery described fragments measuring 3*2*0.5 cm as "soft fibrous-appearing tissue" sectioning through the specimen reveals a soft firm consistency" microscopic examination "noncontributory". This fretting was apparently not severe enough to consider changing the stem or using a sleeve before applying a new head to the existing trunnion. All the findings described at surgery are consistent with a chronically loose acetabular shell and are not diagnostic of altr or pseudotumour related to the modular junction. Other patient factors, including osteoporosis, increased right hip stress due to the left hemiparesis, lack of augmenting screw fixation of the shell, and metabolic and medication factors could also have contributed to the failure of the biologic fixation of the acetabular component requiring revision seven years post implantation. Examination of the components would rule out factors of material or manufacturing being involved in this late clinical complication." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical was performed and concluded "all the findings described at surgery are consistent with a chronically loose acetabular shell and are not diagnostic of altr or pseudotumour related to the modular junction. Other patient factors, including osteoporosis, increased right hip stress due to the left hemiparesis, lack of augmenting screw fixation of the shell, and metabolic and medication factors could also have contributed to the failure of the biologic fixation of the acetabular component requiring revision seven years post implantation. Examination of the components would rule out factors of material or manufacturing being involved in this late clinical complication." No further investigation is required at this time. If devices and additional information become available or the product is returned, this investigation will be reopened. Not returned.

Event description:
It was reported patient had a right hip replacement with a trident socket in (B)(6) 2007. Due to extreme pain and failure of the device, patient was revised on (B)(6) 2014. Patient also reported she was in a hospital and then a rehabilitation hospital for a total of 17 days. There was also a six week period of limited weight bearing on her right leg, causing the use of a walker.